Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition. Additionally, high out of range pace impedance measurements were observed which resulted in a lead safety switch. A device changeout procedure was performed due to therapy upgrade and during the procedure, a lead fracture was confirmed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.